Event description:
During the insertion of the aspiration catheter the hypotube kinked then separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted a post dilatation balloon and dilated the stent. The physician was removing the dilatation balloon and the hypotube had bent slightly. The physician continued with the case. The physician attempted to insert the aspiration catheter and the hypotube kinked then separated resulting in the occlusion balloon deflating. The physician was unable to aspirate the vessels and the device was removed without any issue. The pt is reported to be fine.